Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/22/2020 additional information was requested and the following was obtained: -were there any adverse patient consequences? No patient consequences -is the ¿not for human use¿ on the box or individual wrap? On the box -how many boxes did the customer receive that were labeled "not for human use"? 13 boxes of 36 units. -has the customers concern been addressed: the pharmacist wanted to know if there was a risk for the patient operated. Yes note: events reported in 2210968-2020-04851, 2210968-2020-05475, 2210968-2020-05476, 2210968-2020-05477, 2210968-2020-05478, 2210968-2020-05479, 2210968-2020-05480, 2210968-2020-05481, 2210968-2020-05482, 2210968-2020-05483, 2210968-2020-05485, 2210968-2020-05486, 2210968-2020-05487 and 2210968-2020-05488 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). The manufacturing record evaluation was performed and identified a nonconformance related to this issue. The necessary actions have been taken and documented in the appropriate quality system. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: -what do you mean by "a device with the tag "not for human use" has been used on a patient."? The customer received several boxes of the reference v372h / lot phbbcjq0 with the label "not for human use". One suture of theses boxes has been used on a patient. Was the ethicon suture device brand new? Yes. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any adverse patient consequences? How many boxes did the customer receive that were labeled "not for human use"? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. The device had the tag "not for human use" has been used on the patient. There were no adverse patient consequences reported. Additional information has been requested.